Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain due to the stimulation. The physician believed that the stimulation was causing cramps at the patient's ligaments/tissues and that this was not device related. The patient underwent a revision procedure, during which, the physician relocated the leads.